Event description:
Reportedly, the programmer, currently running with smartview version 1.28, cannot be upgraded to smartview version 2.56 directly, without being first upgraded to a previous software version.

Event description:
Reportedly, the programmer, currently running with smartview version 1.28, cannot be upgraded to smartview version 2.56 directly, without being first upgraded to a previous software version.